Event description:
Rptr alleged the lancet needle that is part of the softclix plus lancet sys used in finger-stick blood glucose testing would not retract and protrudes outside the end of the distal cap. The location of the alleged incident was not provided. As a result, no actions were taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement prod was sent.